Manufacturer narrative:
Date of report: 10jun2019. Date received by manufacturer: 22may2019. The customer's biomed could not confirm the reported exhalation test issue. The customer's biomed stated that the machine appears fine and has no hard error codes. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a failed exhalation test. There was no patient involvement.